Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device did not deliver shock while in use on a patient. Additional details have been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported that the device did not deliver shock while in use on a patient. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290. The customer reported that the patient died. The customer did not allege that the device behavior was a factor in the patient outcome. The ECG waveform showed ventricular fibrillation before, during and after a shock was delivered. A philips field service engineer (fse) evaluated the device and could not confirm the reported problem. The device passed all performance tests and was returned to service. No ECG strips or case events files were available for evaluation by a philips clinician. A test report dated (B)(6) 2018 attached to the complaint file revealed no error messages. The device passed two sets of energy tests at 50, 70, 100, 120, 150, 170 and 200 joules. Philips was not able to confirm the reported problem. Because the problem could not be recreated, the cause cannot be determined. The available information from this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
H.10. The report has been updated from serious injury to death. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.